Event description:
It was reported that the system 9800 displayed collimator and iris errors at initialization. Also, subtraction was not working. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. A broken wire within the hi voltage cable was repaired. The system was tested and found to be working as intended and placed back into service.